Event description:
It was reported that the lead exhibited less than 200 ohms impedance. During explant, an insulation breach was noted.

Manufacturer narrative:
Final analysis found clavicular crush damage to the proximal insulation at 22 cm to 23.5 cm from the connector pin. The damaged proximal insulation left the proximal coil exposed. There was also abrasion to the distal insulation at 23 cm from the connector pin.